Event description:
A home health nurse was treating a patient with a deep wound. The cotton tip of the applicator disconnected and remained in the wound. It could not be removed. The patient was taken to surgery to have the cotton tip removed.